Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was treated with manual injection. Customer also stated that the top of reservoir had air bubbles damaged. Customer declined to troubleshooting for high blood glucose value. Customer stated that the approximate size of air bubbles was medium. Advised customer that soda pop or champagne size air bubbles are acceptable and they may continue to use the current reservoir or infusion set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.